Event description:
It was reported that the implantable neurostimulator (ins) had been removed about 6 weeks prior to the date of this report because an inflammatory response was present. They had tested and there was no infection present. The skin redness and inflammation had been present for a couple of weeks prior to the device removal in (B)(6) 2014. The patient had not experienced any pain or discomfort during that time. It was noted that there had been some difficulty in removing the extension. The patient¿s parkinson¿s symptoms had worsened with the removal of the device. On (B)(6) 2015 a new ins was implanted in the right abdomen using extensions. The patient was returned to his device settings by the neurologist later in the day on (B)(6) 2015. The patient was doing very well and had full control of the parkinson¿s symptoms.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0670cv02, implanted: (B)(6) 2014, product type: lead; product ID 3389s-40, lot# va0670cv02, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).